Manufacturer narrative:
Correction: section e: initial reporter's name corrected.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The reported allegation the ipg was in service app was confirmed the analysis results concluded the inability to establish communication between the programmer and the ipg was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. The ipg was not able to be functionally tested on the ate due to its generation of a cyclic redundancy check (crc) error. As a result of this finding, actions have been taken to prevent re-occurrence. There is sufficient instruction in the clinician's manual regarding use of electrosurgery devices when ipgs are present.

Manufacturer narrative:
Tt was reported the patient's ipg would not communicate with external devices after the patient underwent an unrelated surgery. Reportedly, the ipg was placed into surgery mode prior to surgery. Manufacturer's representative was unable to recover the ipg using clinician programmer. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with external devices after the patient underwent an unrelated surgery. Reportedly, the ipg was placed into surgery mode prior to surgery. Manufacturer's representative was unable to recover the ipg using clinician programmer. Surgical intervention may be pending to address the issue.